Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported lower values while scanning the adc freestyle libre sensor compared to a competitor's brand meter. From (B)(6)2020 to (B)(6)2020, the customer obtained the unspecified low readings and experienced dizziness and was unable to treat themselves. Hcp contact was made and a specified blood glucose test was obtained on the hcp meter and the customer was treated with insulin (dose unknown.) There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values while scanning the adc freestyle libre sensor compared to a competitor's brand meter. From (B)(6) 2020 to (B)(6) 2020, the customer obtained the unspecified low readings and experienced dizziness and was unable to treat themselves. Hcp contact was made and a specified blood glucose test was obtained on the hcp meter and the customer was treated with insulin (dose unknown.) There was no report of death or permanent injury associated with this event.